Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient suffered a hypoglycemic seizure. The patient¿s cgm value for this event was not reported, and the family was unable to get a bg comparison value as the patient was rushed to the hospital. Despite not having cgm/bg comparison values for this event, the reporter alleged a cgm inaccuracy. It was reported that the patient was brought to the emergency room (ER) by her father. However, there were no treatment details provided. It was also not specified how long the patient was in the ER. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.